Event description:
It was reported that during a shoulder procedure using a labralock implant, the implant broke upon insertion. It was necessary for the surgeon to make an add'l incision in the skin to retrieve the broken piece from the bone. The procedure was completed successfully by drilling a new bone hole and opening a new labralock implant. There were no significant delays or add'l pt complications reported as a result of this vent.